Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During the initial implant procedure, the patient's blood pressure and blood oxygen saturation suddenly dropped. The patient was intubated, and the implant procedure was completed. The patient was moved to intensive care where a computed tomography (CT) scan was performed. No abnormalities were observed in the CT scan. According to the physician, no device malfunction was alleged, and no abbott device was suspected to have directly caused or contributed to the event. The physician attributed the reported patient symptoms to a hypersensitivity to the local anesthesia administered to the patient during the procedure. The patient was in stable condition.